Event description:
Customer reported that their maintenance department had to remove the canopy from use due to a damaged access panel window zipper. They couldn't specify the exact zipper damage. The customer reported that there was no pt injury or fall due to this issue.

Manufacturer narrative:
(B) (4). Zipper damage. Eval: results: eval of the returned product found that on panel side b the zipper slider body is open. (B) (4).